Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the slide clamp was cracked-broken. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of a clearlink system; non-dehp continu-flo solution set broke while in use with a baxter infusion pump. This was further described as ¿this happened when the nurse was attempting to open the door¿. This was identified during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.